Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding the same issue that was closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received two sutures without package and with the needle detached from the thread. However, without any closed sample we cannot carry out an analysis in order to take a decision. Considering the defective samples received and that there is a previous confirmed complaint, we consider this case as confirmed as well. Reviewed the batch manufacturing record, there are no incidences related to this issue and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: taking into account the open samples received and that there is a previous confirmed complaint, we conclude that the complaint is confirmed. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The client reported that the needle was already came off when they opened the package. There is no patient involvement.